Manufacturer narrative:
As noted in a literature publication by szkutnik et al native aortic coarctation stenting in patients = 46 years old; postepy kardiol interwencyjnej. 2017; 13(4): 302¿306; report a case of redilatation of a palmaz stent (4014) in subsequent catheterization. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent under-expansion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown may have contributed to the reported event as calcified lesions may be resistant to stenting. According to the safety information in the instructions for use ¿contraindications a. Peripheral artery stent implantation generally, contraindications to percutaneous transluminal angioplasty (pta) balloon are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ ¿warnings/precautions to assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label.¿ according to the directions for use, which is not intended as a mitigation of risk ¿using an inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the balloon catheter label. Expand the diameter of the stent to the diameter of the reference vessel.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4). Szkutnik, m., sulik, s., fiszer, r., chodór, b., glowacki, j., & bialkowski, j. (2017). Native aortic coarctation stenting in patients = 46 years old. Advances in interventional cardiology, 4, 302-306. Doi:10.5114/aic.2017.71611. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stent but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication by szkutnik et al native aortic coarctation stenting in patients = 46 years old; postepy kardiol interwencyjnej. 2017; 13(4): 302¿306; report a case of redilatation of a palmaz stent (4014) in subsequent catheterization.